Event description:
Procedure type: radical prostectomy. According to the reporter: the specimen bag detached and the metal ring pulled back, but the top part of the bag was left inside the pt. Pt is ok. The plastic was removed from the pt. No other unanticipated issues arose from this incident.

Manufacturer narrative:
(B)(4).